Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular intervention procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with a guidewire and the 4f 90cm diagnostic catheter. During catheter manipulations over the wire, within the patient's aortic bifurcation from a right to left iliac cross-over, resistance was experienced, and the tip detached within the common iliac artery. A contralateral femoral retrograde puncture that wasn't planned was needed to retrieve the detached tip with a vascular snare device. The secondary access site resulted in a false aneurysm which made a secondary procedural intervention necessary within the surgical arena under general anesthesia.